Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch hb2041, exp date: 01/31/2019, mfg date: 02/03/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent mohs micrographic surgery on (B)(6) 2015 and suture was used. The suture was placed in the right upper back. Upon follow-up on (B)(6) 2015, the patient¿s wound was red and open with sutures no longer intact. The patient underwent excisional debridement and was treated with minocycline. It was reported that the patient is well healed as of follow up (B)(6) 2015.